Manufacturer narrative:
Device was received by the manufacturer on 15-dec-2022. The single used b3300 clave neutral connector was confirmed to have been stuck down and leak as a result of being stuck down. Subsequent disassembly revealed that the seal had been cored and the spike bent; both are typical of access with an incompatible mating device. The probable cause of b3300 clave neutral connector damage and seal stick down and subsequent leakage is typical of access with an incompatible mating device during use. The directions for use state: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. The DHR for lot 5800248 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The even involved a microclave® neutral connector. The customer reported that they had an incident where the rubber stopper got stuck inside the clave and did not retract out, allowing air into the line. When found, there was visible air in the line of the patient's catheter. The issue was noted upon removing the syringe from the clave. There was approximately 0.3 ml visible air in the line outside of the huber needle. It was unknown if there was air infused into the patient, but the patient underwent a CT scan to rule out air embolus. There was patient involvement but no delay in therapy and no patient harm.

Manufacturer narrative:
Evaluation of the device is expected; however, the device has not yet been returned to the manufacturer.